Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for the event. Although no information was provided related to culture results or the determined cause of the peritonitis, all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the limited information and no allegation of a malfunction, deficiency, or defect the liberty select cycler and cycler set can be excluded as the cause of the patient¿s reported peritonitis event.

Event description:
On (B)(6) 2023 during a call to report the cassette door opening on the liberty select cycler, a contact for this peritoneal dialysis (pd) patient reported that he was diagnosed with peritonitis. Additional information was provided by the pd clinic. The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) ceftazidime 2g for 21 days. There were no pd cultures available in the patient¿s records and as a result no cause of the peritonitis event was identified. No further information was available.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Gv on (B)(6) 2023 during a call to report the cassette door opening on the liberty select cycler, a contact for this peritoneal dialysis (pd) patient reported that he was diagnosed with peritonitis. Additional information was provided by the pd clinic. The patient was seen in the pd clinic on (B)(6) 2023 for complaints of abdominal pain and cloudy pd effluent. A pd effluent culture was obtained. The patient was initiated on antibiotic therapy. The patient was prescribed intraperitoneal (ip) ceftazidime 2g for 21 days. There were no pd cultures available in the patient¿s records and as a result no cause of the peritonitis event was identified. No further information was available.